Event description:
During ovarian cystectomy with lysis of adhesions, the bladder was lacerated while lysing adhesions which were adhered to the bladder. Pt discharged two days later with indwelling urinary catheter.